Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Following the procedure, the perfusionist contacted the facility biomedical engineering department to conduct further investigation into the malfunction. The pump was removed from service and reviewed by the clinical user and facility clinical engineering staff, who identified that the issue was caused by the manual manipulation of the heater-cooler remote communication cable during the operation. The cable was coiled inside the pump door adjacent to the power switch, and the pulling of the cable broke the power switch extension arm and subsequently powered off the device. The extension arms were replaced and a complete technical safety inspection was performed by the facility biomedical engineer without further issues. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue was caused by the user and was resolved on-site, no further investigation is necessary. Evaluated by facility clinical engineer.

Event description:
Livanova (B)(4) received a report that the pump of the s5 system powered off during a procedure when the perfusionist pulled on the remote communication cable to check for damage or a loose connection to troubleshoot an issue with the communication between the heart-lung machine and heater-cooler device. Attempts to power the unit back on were unsuccessful and the user began to hand crank to maintain blood flow. Additional troubleshooting of the power loss was performed but a root cause was not identified. Another attempt was made to power the pump back on, which was successful. The case was continued without further incident. There was no report of patient injury.